Event description:
It was reported that the right ventricular lead had high thresholds and there has been an increase and variance between unipolar and bipolar impedances. It was also noted that the sensing was better in unipolar therefore it was programmed as sensing unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.